Event description:
Reference number (B)(4). Event occurred in australia. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2026. The patient went to emergency room (ER) and was hospitalized on (B)(6) 2026 due to hyperglycemia. The blood glucose level was high and the patient was treated with correction via pump. Patient tested for ketones and results found to be 0.6mmol/l. The length of hospitalization is less than twenty-four hours. No further information available.